Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was at beginning of life (bol) battery status in june. The device then declared elective replacement indicator (eri) battery status three months later. It was not known whether eri was triggered by the charge time or the monitoring voltage. The physician wanted to know how this was possible. A boston scientific technical services consultant discussed that we would need to know the charge time at the time of eri to determine if the device behaved appropriately.